Manufacturer narrative:
(B)(4): d10: item # 32810509301, ulna assy plasma lng xsml lt, lot # 65552687. H6: proposed component code - mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient is being considered for a revision of the elbow on an unknown date due to humeral fracture and component loosing attempts have been made and no further information has been provided.